Event description:
Priming procedure: this unit uses integra machines equipped with ram card and hemoscan. They prime with 1 litre of ns, followed by recirculation with a "uf". The saline in the circuit is dumped by bleeding the pt back to the bag. No other changes have occurred in the unit. Access: central line. This pt commenced dialysis in jan 02. Pt has been dialyzing on an f50nr. No indication of previous reactions the day of the event. Commenced dialysis at 0816 hrs. At 0845 hrs, nurse responded to an arterial pressure alarm. Pt was nauseated, bp unattainable, pt became unresponsive. Ns 500 ml given along with o2. Pt still unresponsive, vomiting through mouth and nares. Pt taken off 0855 hrs. Bp improved. Gravol given. Pt shaking uncontrollably 0920 hrs. Feeling improved 1015 discharged. Two days later, gfs16 normal run but clotted dialyzer two days after this f50nr good run and no symptoms since. Meds: norvase, celexa, oxapam, and ca co3 and diavite. Companion sample will be sent in for evaluation.